Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, and the field reported that imaging was not conclusive.

Event description:
During a follow up, low impedance and noise causing false automatic mode switching (ams) was noted on the atrial lead. Diagnostic imaging was performed and insulation on the lead was suspected. The device was reprogrammed and the patient will continue to be monitored. The patient was stable with no adverse consequences.